Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system and confirmed the loss of intermittent connection between the base station and wireless footswitch is lost. The customer began using the wired footswitch instead. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction ((z-0476-2022) /field safety corrective action 2021-igt-pun-011 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the wireless footswitch was not working. The system was in clinical use. No harm has been reported to philips. Wired footswitch was used to continue the procedure.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.